Event description:
Per the clinic, the patient experienced an infection behind the ear along the incision line (date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the correct explant date was on (B)(6) 2025, not (B)(6) 2025, as previously submitted device analysis report. Device analysis report version 2 attached.